Event description:
Pt returned from cardiac or at 100% av paced. Pt suddenly stopped pacing and was asystolic on monitor. Nurse picked up pacer to find it off. Nurse pushed on button and pacer resumed pacing at previous settings (dual-demand rate responsive pacing 'ddd' rate of 80). Battery light not on. Nurse changed pacer out and gave device to clinical educator for follow-up. The physician also indicated that device shut off once in or in same fashion and was turned back on in same way. No permanent injury to pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).